Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose of 64 mg/dl and self-treated with oral glucose juice, after which the issue resolved. Symptoms included hypoglycemia. Outcomes included no injury and no hospitalization. Troubleshooting and education were completed with the patient. Investigation included review of the event details provided during the call. Investigation of this case revealed no device malfunction reported or confirmed, and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.